Event description:
It was reported that, during a shoulder cuff repair surgery, after implanting the anchor of the footprint ultra, the suture could not be locked and the anchor was pulled out the patient's body. Surgery was completed after a significant delay (greater than 30 minutes) using a back-up device in an additionally drilled bone hole; a void was left in the patient. No further complications were reported. Patient's status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the retention suture and the fractured anchor. The proximal end of the anchor is cracked and deformed. All returned items have debris on them. A functional evaluation could not be performed due to the anchor being fractured. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the results of the product evaluation the clinical root cause for the reported breakage was the result of a user/ procedural variance, which does not represent a device malfunction. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.